Event description:
It was reported that the device was used during an anterior rectum resection, the display shows handpiece temperature. Another device used to complete the case. There was no patient consequence.